Manufacturer narrative:
Date of event: exact date unknown, event occurred in one and a half years ago. Explant date: one and a half years ago.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg explant procedure. The explanted device will not be returned. No further information has been obtained despite good faith effort.